Event description:
In 2007, abbott point of care was contacted by a customer who reported that an I-stat cardiac troponin I cartridge yielded a result of 0.27 ng/ml or a pt at 21:45 about 3 weeks before. The pt was transferred to royal melbourne hospital where a sample generated a troponin I result of <0.01 ng/ml using an unk method. The I-stat result of 0.27 ng/ml contributed to the decision to perform and angiogram on the pt. Test results from the angiogram were negative.